Manufacturer narrative:
Return requested. Replacement 19 inch monitor shipped to site 03/21/2016. Medtronic investigation of returned suspect monitor finds that when connected to a test fixture for 4 days, no issues were observed. No fault found. Device found to be fully functional. On 03/21/2016 a medtronic representative performed a navigation system check-out, hardware test failed. Screen flickers to black occasionally on the surgeon monitor. On 03/25/2016 a medtronic representative performed another navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported a site's navigation system monitor that intermittently turns black for a few seconds then returns to the software. The medtronic representative confirmed all video and power connections to the monitor are well seated. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.